Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer was unable to troubleshoot at the time of the call, and stated that she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.